Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited non-physiologic very regular signals on the electrogram, leading to occasional inhibition of pacing and nonsustained episodes. This patient has an epicardial system, with an abandoned endocardial lead, but interaction is unlikely between the two systems. The noise cannot be reproduced with isometrics but could be reproduced with pocket manipulation. The electrogram indicates that there may be a hole in the vtip seal plug.